Event description:
It was reported that during a total knee replacement, the blade broke at the mount where it connects to the saw. The surgeon immediately removed the broken blade and there was no pt injury associated.

Manufacturer narrative:
Actual device has not been evaluated. A device from the same lot was dimensionally inspected.